Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Off no power and low battery alarm functioned properly. The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. No cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and off no power without a low battery alarm. Customer stated she was not aware what cause the alarms. During troubleshooting the drive support disk appeared normal. The insulin pump was able to rewind properly. Found a motor error alarm in the insulin pump history. Advised to discontinue the use of the insulin pump and revert to back-up plan. Explained the off no power alarm to the customer, there was no alarm proceeding after the motor error. The customer's blood glucose was 170mg/dl.